Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('migration of essure device location of device: pelvis'). In a 50-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "essure confirmation test(s) conducted, specify: no". Medical conditions: essure confirmation test: yes. Concomitant products included: naproxen (motrin). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), (B)(6)years (B)(6) month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (on (B)(6) 2018 hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: patient was hospitalized. Discrepancy previously reported essure confirmation test(s) conducted, specify: yes, but not further details reported. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device dislocation ('migration of essure device location of device: pelvis') and genital haemorrhage ('heavy abnormal bleeding') in a 50-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test: yes. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (on (B)(6) 2018 plantiff undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: essure confirmation test(s) conducted, specify: yes. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received with her demographic details were updated. Lawyer added. Product indication updated. Event added: migration of essure device location of device: pelvis. Aka name added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('migration of essure device location of device: pelvis') in a 50-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify-no". Medical conditions: essure confirmation test: yes. Concomitant products included naproxen (motrin). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 8 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (on (B)(6) 2018 hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy previously reported essure confirmation test(s) conducted, specify: yes but not further details reported most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: new events : device monitoring procedure not performed was added.concomitant drug , patients height, was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (on (B)(6) 2018 plaintiff undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.